Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported a couple days ago they noticed their stimulation on/off button was not working. Patient stated they could tell when the stimulation was on because they could feel stimulation in their legs a little bit. Patient mentioned when they went to charge their ins, the implanted neurostimulator was at 100% or 70%. Agent had patient unlock the controller and they were seeing 'connect to the recharger' screen. Patient got 'poor recharge quality' a few times before connecting (they mentioned it lost connection because they were moving around). Patient reported the controller battery was at 50% and the implant was at 100%. Patient tried to increase/decrease stimulation but saw 'settings not available' message on multiple groups. Agent reviewed meaning of message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. It was reported a manufacturer representative ran an impedance check and received high impedance, electrode 10, 14, 15 were all over 40,000. No cause was determined and the issue was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.